Manufacturer narrative:
Patient information a4. Weight is unknown. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the fever and nerve compression the cause was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient with non-ischemic cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to decision to place impella 5.5 for bridge to advanced therapy. The following day the patient developed a fever that had resolved. Approximately 18 days later it was noted the patient was having right arm weakness and right arm sensory issues over the last few days. The team believed this was likely a brachial plexus injury and less likely stroke since there are no other focal deficits. Neurological consult initiated (outcome of the evaluation was unnoted). The patient continued on support and day 60, the patient was bridged to transplant with a survived outcome.